Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post generator replacement, the patient collapsed outside their home and was transported by ambulance to hospital. It was alleged that the patient was injured, sustained conscious pain and suffering, emotional distress, became disabled, and thereafter deceased. It was also alleged that the implantable cardioverter defibrillator was defective, unreasonably dangerous, failed to properly protect the patient from alterations in heart rate, failed to function properly in response to alterations in patient's heart rate, and failed to be properly designed. No additional information was reported.